Manufacturer narrative:
(B)(4). Batch # p91v60. Investigation summary: the handpiece was received with the nose cone cracked. The handpiece was connected to a generator, evaluated with a test instrument, and was found to be functional. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. Due to the cracked nosecone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. It is possible that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece was supposed to last 100 uses but it didn¿t (approximately 2/3 of the uses remained). There was no delay reported and there was no harm to the patient.

Manufacturer narrative:
(B)(4). Usage of device: reuse.